Event description:
A malfunction alarm was reported with code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to call back if the issue happened again and acknowledged the instructions.